Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "the tubing was leaking at the hub closest to the patient." An incomplete date of event of (B)(6) 2018 was provided. The customer reported that fluid leaked from the pca tubing during a lumbar epidural infusion of fentanyl/bupivacaine at 12 ml/hr. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the pca set leaked at the hub closest to the patient was confirmed. Functional testing was performed. The leak occurred at the engagement between the microbore tubing and the male luer adapter. Further observation under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause that the pca set leaked at the hub closest to the patient was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "the tubing was leaking at the hub closest to the patient." An incomplete date of event of (B)(6) 2018 was provided. The customer reported that fluid leaked from the pca tubing during a lumbar epidural infusion of fentanyl/bupivacaine at 12 ml/hr. There was no report of patient harm.